Event description:
It was reported by customer that while performing femoral artery puncture during intra aortic balloon (iab) therapy on a patient using a balloon catheter, the puncture process was not smooth and air leakage occurred. After the puncture failed, the doctor immediately replaced the disposable puncture needle and successfully inserted the balloon. There were no casualties and no machine malfunctions in this incident.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation , investigation findings, investigation conclusions), h11. Corrected fields: b5, d4 (exp date, UDI #, h4, h6 (medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Event description:
It was reported on patient using that intra aortic balloon (iab) the puncture process failed and air leakage occurred. There was no patient harm and injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID: (B)(4).